Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to his feeling/normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient indicated he tests seven times a day and manages his diabetes with r500 humulin insulin (via insulin pump). The patient alleged that the issue began on (B)(6) 2010 at 1am. Prior to going to bed, the patient clarified he obtained a blood glucose result of "198mg/dl" with the subject meter. Based on his reported blood glucose result, the patient corrected and clarified he did not take any action in regards to his diabetes management. The patient denied testing his blood glucose with another device. Approximately three to four hours after the alleged issue began, the patient clarified his wife found him unconscious in bed and she immediately contacted the emergency medical services (ems). According to the patient, the health care professional (hcp) attempted to test his blood glucose with the ems's meter; however, the hcp was unsuccessful in obtaining a result. The hcp immediately administered a glucagon injection and the patient regained consciousness at an unknown time later; the patient declined to be transported to the emergency room. Before the ems departed, the patient stated he obtained a blood glucose result of "272mg/dl" with the ems's meter at 6am; the patient denied testing his blood glucose with the subject meter. At the time of troubleshooting, the customer service representative (csr) verified the subject meter was set to the correct unit of measurement testing (mg/dl). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom suggestive of severe hypoglycemia and was reportedly treated by an hcp after the alleged issue began.